Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 years due to stenosis. Per the op report, intra-op transesophageal echocardiography demonstrated critical aortic stenosis with a valve diameter of approx. 22 mm. Upon inspection, the subject device was noted to be sclerotic and stenotic and was removed. A new 23 mm edwards valve was then seated. The valve was large enough that the aorta could not be closed and it was necessary to enlarge the aorta with a graft. The aortic enlargement was performed. After completing the repair, then de-airing maneuvers were performed. The patient was weaned from cardiopulmonary bypass (cpb) and there was excessive bleeding at the aortic root adjacent to the valve. Consequently, the patient was re-pledged and additional sutures were placed at the area of the annulus as it attached to the graft and at this point, bleeding was felt to be adequate. At this point, again the patient was weaned from cpb and inotropes were begun. An intra-aortic balloon pump was placed through the right femoral artery and placed on 1:1 timing. The patient at this point was weaned from cpb and at this point, decannulated but the cannula on being removed from the atrium seemed to have been caught on one of the sutures and the atrium tore requiring rapid delivery of heparin once more and being placed back on cpb, rapidly. At this point, the atrial cannulation site was surrounded with sutures with multiple pledgets and after period of stability, then the patient was weaned once again from cpb. At this point, the patient was decannulated effectively from cpb.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the edwards device was not returned for analysis; therefore, the exact nature of this event cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.